Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the bipap a30, germany device, at a third-party service center the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating the device is unable to be operated after three restarts. There was no documentation of any component being replaced to address the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.